Event description:
It was reported the pt underwent a mitral valve replacement where this 27 mm valve was implanted on (B)(6), 2001. On (B)(6), 2009, the pt underwent a tricuspid valve replacement with a 29 mm valve from another manufacturer. According to the intraoperative tee after the tricuspid valve was implanted, one of the leaflets of the sjm mitral valve seemed to be stuck. The surgeon opened the left atrium to check the mitral valve. There were no deposits, such as thrombus, observed on the valve and the leaflet test showed no problem with mobility. The surgeon replaced the mitral valve with a smaller 25 mm sjm valve. The cause of the limitation of the leaflet mobility was unk. There were no problems with the mitral valve before the tricuspid valve replacement.